Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe worsening pelvic pain") and genital haemorrhage ("heavy bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug allergy, bacterial vaginosis, amenorrhea, constipation, stools hard, incomplete bladder emptying, dyspareunia, post coital bleeding, pap smear abnormal, menses irregular, vaginal dryness, vaginal itching, vaginal discharge, dysuria, uti, pyelonephritis, kidney stones, hematuria, fibrocystic breast disease, human papilloma virus infection, bronchitis, lupus erythematosus, vaginal hematoma, umbilical hernia, lupus erythematosus, herpes simplex, gerd, prediabetes, irritable colon, rectocele, lupus syndrome and fibromyalgia. Previously administered products included for an unreported indication: ibuprofen, ondansetron, hydrocodone-acetaminophen and diazepam. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pruritus ("vaginal itching") and abdominal pain lower ("cramping") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with intrauterine contraceptive device (iud nos) and surgery (total vaginal hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had not resolved and the genital haemorrhage, vulvovaginal pruritus, uterine leiomyoma, abdominal pain lower, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage and vulvovaginal pruritus to be related to essure. The reporter commented: on (B)(6) 2013, patient had a mirena iud inserted to attempt to treat the heavy bleeding she was experienced. Unfortunately, the iud did not relieve her bleeding. Patient continues to experience pelvic after the surgery. This case is linked to this case (B)(4) separate case has been created for mirena diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: confirmed full occlusion.. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: vaginal haemorrhage, menorrhagia, heavy bleeding,vaginal itching, pelvic pain. Most recent follow-up information incorporated above includes: on 12-dec-2018: pfs and mr received : new events, "abnormal bleeding(vaginal, menorrhagia)" were added. Outcome of events, "abnormal bleeding(vaginal, menorrhagia)" were changed to "recovered/resolved". New reporter information was updated and added. Patient's demographics were added. Concomitant conditions and medications were added. Medical history was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe worsening pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 year 5 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pruritus ("vaginal itching"), uterine leiomyoma ("fibroids") and abdominal pain lower ("cramping"). The patient was treated with surgery (total vaginal hysterectomy). At the time of the report, the pelvic pain had not resolved and the genital haemorrhage, vulvovaginal pruritus, uterine leiomyoma and abdominal pain lower had resolved. The reporter considered abdominal pain lower, genital haemorrhage, pelvic pain, uterine leiomyoma and vulvovaginal pruritus to be related to essure. The reporter commented: on (B)(6) 2013, patient had a mirena iud inserted to attempt to treat the heavy bleeding she was experienced. Unfortunately, the iud did not relieve her bleeding. Patient continues to experience pelvic after the surgery. This case is linked to this case (B)(4) separate case has been created for mirena diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed full occlusion. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.